Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance, the device displayed error message code "status 90" on the monitor screen and was unable to charge. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
Upon testing of the device, the housing was found cracked and several internal components were damaged. The defibrillator capacitor was found to be leaking and pt relay was unseated. The reported "status 90" was most likely caused by misuse/abuse of the device.